Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a audio/beep anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer reported that they did not hear the beep sound when the audio settings were saved. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. The vibrator motor and audio tones/beeps functioned properly. No unexpected hardware low level failures alarm noted during testing or found in the pump history file.